Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced erosion, infection, urinary problems, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat genuine stress incontinence concurrently with a diagnostic and final cystoscopy. It was reported that following insertion the patient experienced vaginal bleeding after intercourse and dyspareunia. It was reported that the patient underwent mesh revision on 06/06/2008 due to extrusion and mesh removal on (B)(6) 2008 due to erosion. No additional information was provided. (B)(4).